Event description:
It is reported that approx 1 yr 3 mos post-op, the pt is pending a revision on the left knee due to aseptic femoral loosening. Implant date is unk.

Manufacturer narrative:
Eval summary: x-ray images show the femoral component was implanted in flexion which led to a large gap on the anterior face. The images show a less than optimal cement mantle on the anterior face. The femoral component did not fit the bone tightly as evident by the large anterior gap which likely contributed to the loosening. Evaluation: no prod was returned for eval. No lot# was provided; therefore, the device history records could not be reviewed.